Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one inflation device was returned to atrion inside a plastic bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The needle on the gauge was also noted to be within the zero position. However, functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Although an exact root cause could not be determined a potential root cause is user does not verify for damage prior to use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: ¿ use only liquid inflation media. Do not inflate with air. ¿ always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, pre.cautions, and warnings for that device. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precaution: ¿ before use, inspect the device to verify that no damage has occurred during shipping and handling." Correction: b,d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pressure pump of the balloon dilatation catheter leaked water. The affected product was not used on a patient. Stated that there was a surgical delay and prolonged surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pressure pump of the balloon dilatation catheter leaked water. The affected product was not used on a patient. Stated that there was a surgical delay and prolonged surgery.